Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018, additional information stated the pump was disposed of by the account.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient, via a manufacturer representative (rep), receiving fentanyl (500 mcg/day, 2 ,000 mcg/ml) for non-malignant pain. On (B)(6) 2018, the patient reported minimal relief from pain with increasing doses from the pump. A catheter dye study was done and was normal. The catheter was aspirated easily. The rotor study was normal. The issue was not resolved at time of this report. The patient's status was alive - no injury. Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient felt the pump was uncomfortable in her buttocks so they were going to do a pocket revision to move the pump to the front. It was stated that they instead removed the entire system and put in a new pump and catheter. Dye and roller studies were done and everything was working prior to the replacement. Additionally, it was noted that the patient had not had relief with the pump despite them trying several different drugs. No further issues were reported or anticipated.

Manufacturer narrative:
Was sent incorrect and has been updated to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.